Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the battery depletion was due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome. It was reported that it no longer provided relief; actions taken included explanting and not replacing the system. No further complications were reported/anticipated.

Manufacturer narrative:
The patient's weight was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a loss of efficacy and there was an inability for the device to hold a charge to provide relief; the device was reprogrammed by the manufacturer on (B)(6) 2017. It was determined that a new device was needed after meeting with the manufacturer on (B)(6) 2017. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to battery depletion. Diagnostics performed included interrogating the device on (B)(6) 2017, which recommended replacement due to the battery. Interventions taken included explanting and not replacing the entire system; the outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.